Event description:
It was reported that the customer had a crack on the screen of the insulin pump. Customer's blood glucose level was 186 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer wants to upgrade before a loaner pump is sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowlede.